Event description:
The plaintiff attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR's #1225714-2013-01201, 01202, 2014-00337.